Event description:
During preparation, there was resistance when two deltapaq coils were to be pushed out from the tip of the introducer sheath and could not be deployed. Analysis revealed that both coils were damaged. Other micrus coils were used before and after this, and they did not have any problems. There was no serious injury or required intervention as a result of the event.

Manufacturer narrative:
(B)(6). This is 1 of 2 mdrs being submitted for this patient identifier (B)(6). Complaint conclusion: the device was returned for analysis. The proximal end of the coil was found to be stretched upon receipt. The 15cm coil was stretched approximately 80cm. A copious amount of tissue was found to be adhering to the distal section of the coil adjacent to the ball tip. The coil¿s socket ring had been pushed proximally down inside the pet angle ring. Located on the top proximal end of the resheathing tool, the v notch had been fractured. The material around the fractured edge has been raised above the surface plane. The locking mechanism had been damaged with the sheath material found to be stretched away from the surface. The coil was returned severely damaged. Multiple contributing factors were found that could have led to the coil¿s resistance during advancement. The first factor of the coil¿s resistance occurred during unsheathing. During retraction; the sheath was pulled straight back across the resheathing tool¿s v notch. When this occurred, the sheath became embedded and fractured the v notch. In this condition significant resistance will occur during coil advancement. For optimum product performance and to prevent potential product damage, the instructions for use (IFU) recommends; ¿grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end; and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger.¿ the evidence suggests that there were two additional contributing factors found to the coil¿s resistance. The second factor is the selection of an incompatible series 18 microcatheter that was used with a 10 series microcoil system. For optimum product performance and to prevent potential damage; the instructions for use (IFU) recommends; ¿the micrus microcoil 10 system is compatible with microcatheters with inner lumen diameters ranging from 0.014 to 0.017 inches (0.356 to 0.432 mm).¿ the excelsior 1018 microcatheter has an inner lumen of 0.019¿.the third factor was the copious amounts of tissue found adhering to the coil adjacent to the ball tip. The IFU recommends; ¿to achieve optimal performance of the micrus microcoil system; it is important that a continuous infusion of an appropriate flush solution be maintained. If unusual friction is still noticed during advancement or retraction of the microcoil system, verify flush lines are open and properly pressurized. Then slowly withdraw the entire micrus microcoil system and examine for damage. Replace it with a new microcoil system. If friction still exists, withdraw and examine the delivery catheter system.¿ since there was no evidence of a manufacturing issue related to the event, no corrective action was taken. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.